Event description:
Baxter reported one indicent for a "broken filter" with the psn 170 dialyzer. Incident was noted at the start of treatment. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.